Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse replaced the vacuum probe, check valve, and cuvette. Wash station alignment and operation was verified. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in connection with a synchron cx5 delta clinical system. The customer stated that the wash station probes were leaking into the cuvettes and the top of reaction wheel was wet. The customer also reported that one of the wash vacuum probes was obstructed and bent. No erroneous patient results were generated. No effect to patient or user was reported in connection with this event.